Event description:
The customer observed falsely elevated magnesium on architect c4000 processing module for one patient. The results provided were: on (B)(6) 2021 sid (B)(6) initial=9.0 mg/dl /repeated on another abbott analyzer=2.5 mg/dl laboratory normal range for magnesium=1.6 to 2.6mg/dl; critical values < 1 mg/dl and > 4.5 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During site visit by abbott field service (fsr), the field service representative (fsr) inspected the analyzer and performed extensive troubleshooting, and replaced multiple parts to resolve the issue. Determined the joint, tbg, reagent arms (rohs) (2-89233-02) the likely causes of the issue. The following parts 2-89055-02 bellows set ,incl rod & fitting (rohs), 09d41-03 1ml syringe, 7-205228-02 nozzle c4 #1, #4, #5 (rohs), 7-93136-02 manifold, di to cuv wash (rohs) replacement which resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect operations manual also addresses troubleshooting of descrepant and erratic sample results. The architect c4000 systems service and support manual, provides removal and replacement procedures for the associated parts. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the 2-89055-02 bellows set ,incl rod & fitting (rohs), 09d41-03 1ml syringe, 7-205228-02 nozzle c4 #1, #4, #5 (rohs), 7-93136-02 manifold, di to cuv wash (rohs).